Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, service history review, and functional test were performed. The f-66 alarm was identified during the functional test. The cause of the condition was determined to be a damaged sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.